Event description:
The customer was admitted in the emergency room for high blood glucose. The customer did not change the infusion set and the reservoir prior to the admission. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure was performed and passed within specifications. Advised to doctor to change the infusion set and the reservoir.